Event description:
Pt developed diffuse lamellar keratitis (dlk) one day post-operatively. The corneal flap was lifted and irrigated on the third day post-operatively. Pt vision is fine at 20/20 and the diffuse lamellar keratitis has resolved. This event is being reported because the lifting of the corneal flap is considered a surgical intervention. "Dlk" is a post-op complication that is an unexplained phenomenon believed to be multi-factorial in nature. The cause of the "dlk" is unknown.